Event description:
Hamilton medical ag received the following event description: during ventialtion, . The ventilator displays an alarm for the connection of the ventilator tubing, and the respiratory function monitoring interface shows that tidal volume cannot be displayed, and the volume time waveform cannot be displayed normally . No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
During the check before patient connection, the machine reported an error (code: 5507). Upon inspection, it was found that the air valve was defective. After the replacement of the air valve, the machine returned to normal. Since the event was found during the preoperational check and the machine was not connected to the patient, no injury was caused to the patient. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.